Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was prepared for magnetic resonance imaging (MRI). The crt-d, right atrial (ra) and right ventricular (rv) leads were MRI conditional, but the (B)(6) lead was not. The health care professional (hcp) confirmed the lead measurements were within normal range and went ahead with the imaging for the patient. This crt-d system remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).